Event description:
It was reported that error code#46228 load v5 software was experienced.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. An error code was found in the device during the investigation, this was cleared. It was also found that version 5 software was needing to be uploaded. It was thus determined that the error code and needed software was the cause of the reported problem. For corrective action the version 5 software was uploaded. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously. Corrected data: correction: catalogue number: 21-2120-0104-01.